Manufacturer narrative:
November 23, 2010. The analysis from the manufacturer is pending. February 14, 2011. (B)(4).

Event description:
This lead was explanted due to no capture. In addition, there was low impedance readings and slight noise was seen on the egm; oversensing.

Event description:
This lead was explanted due to no capture. In addition, there was low impedance readings and slight noise was seen on the egm; oversensing.

Manufacturer narrative:
(B)(4).the analysis from the manufacturer is pending.